Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and device breakage ('fracturing of implant') in a (B)(6) female patient who had essure (batch no. 740660) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure was used in conjunction with nova sure" on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), adenomyosis ("adenomyosis"), dyspareunia ("dyspareunia"), menorrhagia ("heavy menstruation"), genital haemorrhage ("bleeding") and dysmenorrhoea ("menstruation pain"). The patient was treated with surgery (laparoscopic; lysis of adhesions, salpingectomy; total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, pelvic pain, abdominal pain, adenomyosis, dyspareunia, menorrhagia, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adenomyosis, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and device breakage ('fracturing of implant') in a 44-year-old female patient who had essure (batch no. 740660) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure was used in conjunction with nova sure" on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), adenomyosis ("adenomyosis"), dyspareunia ("dyspareunia"), menorrhagia ("heavy menstruation"), genital haemorrhage ("bleeding") and dysmenorrhoea ("menstruation pain"). The patient was treated with surgery (laparoscopic; lysis of adhesions, salpingectomy; total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, pelvic pain, abdominal pain, adenomyosis, dyspareunia, menorrhagia, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adenomyosis, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. Batch number:740660, manufacture date: 2010-05, expiration date:2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.